Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and passed. Unable to confirm motor position encoder error alarm due to overwritten alarms in alarm history screen. Alarm noted due to corrupted history file. The pump was also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer states the pump alarmed motor error during bolus. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.